Event description:
Patient was revised to address pain and elevated ion levels.

Manufacturer narrative:
(B)(6) reports that the patient was revised to address pain and elevated ion levels. Doi: (B)(6) 2009, dor: (B)(6) 2013 (right hip). The devices associated with this report were not returned. A device history record review for all product and lot combinations did not reveal and manufacturing deviations or anomalies. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 1/27/2016-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, elevated metal ions (no labs), metallosis, and metal debris. A correct doi was provided. There is no new additional information that would affect the existing investigation. The complaint was updated on:2/11/2016.

Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.